Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon was unhappy with the product due to malfunction. There was patient contact, but no harm. The procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
The device was not returned. A portion of the optic with one haptic was returned in a lens case. The lens appears to have been cut. The returned optic portion has further damage caused by the locking arm mechanism of the lens case due to improper placement in the case for return. A qualified viscoelastic was indicated. A root cause could not be determined because the "malfunction" was not specified. Only a portion of the lens was returned. The device wasn't returned for evaluation. The manufacturer internal reference number is: (B)(4).